Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs sys on (B)(6) 2010. It was reported that the pt is without stimulation and that her charging sys will not turn on. In an effort to resolve this matter, a replacement charging sys was shipped to the pt. F/u with the pt found that her alleged charging issue persists. Upon further investigation, it was discovered that the pt's ipg had flipped. Surgical intervention was undertaken to rectify the matter and all aspects of the pt's scs sys are now functioning properly.